Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained through anterograde approach using a 6fr non bsc sheath. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. On the first inflation, the balloon ruptured at 6 atmospheres for 10 seconds. The balloon was removed intact from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.; the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).